Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required and loss of capture with no asystole noted. The lead dislodged and was out of the heart. The physician then placed new lead because tissue was imbedded in helix and it would not extend. No additional adverse patient effects were reported.